Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The company's representative reported that the company's known dressing was very difficult to remove and painful removal for the children. This had never happened before. The dressing adhered to the skin, especially to the scar of a five year old child. The dressing was applied following a child's neck surgery. It tore off the overjet for the child. There was no reddening of the skin. No photo was available at this time.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary photograph, video and/or physical sample evaluation: there are photographs associated with this case and in this, the reported defect cannot be seen. No unused return sample was expected. Batch record revision results: lot 3f02112 was manufactured on 12/jun/2023, in doyen a manufacturing line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 28/jun/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1715225 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Annual testing records were review looking for any change in the material composition and no changes or nonconformance's were identified. No supplier changes were identified. Based on the instruction for use (IFU 1268507g3) clearly specified correct the methodology and guidance to use the product: ¿indications: chronic wounds - dry to lightly exuding wounds, e.g., leg ulcers, superficial pressure sores. Acute wounds - surgical wounds, e.g., post-operative wounds, minor burns, abrasions, or lacerations. May be used as a secondary dressing in combination with other modern wound care products, e.g., alginates, hydrogels. Dermatological indications - indicated for use either alone or with topical steroids in the management of psoriasis or other recalcitrant conditions where the enhanced response offered by occlusion is recommended by the physician. When used together with topical medication, this product should be used under the direction of a physician. Not intended for use on patients with known sensitivity to the dressing or its components. Duoderm extra thin dressings should not be used with topical steroids for which occlusion is not indicated. Removal of the dressing: press down on the skin with one hand and carefully lift an edge of the dressing with your other hand. Maximum recommended wear time is up to seven days.¿ historical complaints review: on 28/jun/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 3f02112 lot for the malfunction ¿adhesive dressing requires excessive force for removal from skin (i.e., difficult to remove)¿ defect and (1) additional complaint was identified. Historical nonconformance review: on 28/jun/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿adhesive dressing requires excessive force for removal from skin (i.e. Difficult to remove)¿ defect for the lot number 3f02112 and as result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 2 defective parts confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our standard operating procedure (sop). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an aql of (B)(4). This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted aql level for this type of failure mode or defect. Conclusions: as photographs were available for this complaint issue, there were evaluated and as a result, the reported malfunction for the observed product could not be confirmed . After performing the defect rate analysis for this issue, it was observed that the quantity of reportedly affected products is within the appropriate aql for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. No changes in material or supplier were identified. Based on the above, the reported defect cannot be attributed to the manufacturing process, therefore, this issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.